Manufacturer narrative:
The customer contacted siemens to report that discordant, falsely depressed carbon dioxide (co2) test results were obtained from a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the s3 mixer and ran the service method tests with acceptable results. The cause of the discordant, falsely depressed carbon dioxide (co2) test results was the s3 mixer. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
Discordant, falsely depressed carbon dioxide (co2) test results were obtained from a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument. The repeated results were issued to the physician(s) on a corrected report. There are no known reports of patient intervention or adverse health consequences due to the discordant co2 results.